Event description:
It was reported that during an implant attempt, the competitor guidewire "sheared off" at the left ventricular [lv] lead tip when the physician pulled the guidewire back. A section of the guidewire was left in the patient's middle cardiac vein. The lv lead was removed and a different lv lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).